Manufacturer narrative:
Method: the malfunction was assigned on a technical drawing by the customer.

Event description:
The customer reported that they had a leakage at the 4-way connector of one the clinimacs tubing set ls. The customer furthermore pointed out that the patient was not harmed. Therefore, any risk for the patient could be ruled out.